Event description:
It was reported that during a da vinci s nephrectomy procedure, the surgeon experienced visualization issues related to the patient's anatomy and as a result, the patient's aorta was inadvertently damaged and the surgeon made the decision to convert to open surgical techniques to complete the planned procedure.

Manufacturer narrative:
Based on the information provided by the attending surgeon, it was determined that the da vinci s surgical system did not cause or contribute to the patient's injury. The hospital has continued to use the system to perform surgery on patients. As of (B)(6) 2010, no adverse events have been experienced with the site's da vinci s surgical system and no similar instances of this event have been reported to isi. An intuitive surgical field service engineer (fse) went onsite and evaluated the system. The fse conducted mechanical and performance testing and found the system to be fully functional, without defect, and performing to specifications.